Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels were witnessed. The blue pixels were witnessed at the second positioning. The user was firing at 128% power; the user stopped delivering energy and the blue pixels dissipated slowly, although not entirely. It was noted that the user then lowered the laser output to 100% firing power in an attempt to remediate the issue. When the user began delivering energy, the blue pixels appeared again. The user then lowered the firing power to 78% but this still resulted in blue pixels. The user elected to continue delivering laser energy and blue pixels appeared through the rest of the procedure. There were no patient complications reported in relation to this event.